Event description:
Customer reported discordant troponin results on the instrument. Customer indicated that pt was transferred to another hospital due to these results and additional tests were run (ckmb which was normal) as well as an EKG (results not provided). There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant troponin results is unknown.